Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the needle plunger was pulled out from the device and it was found that only the white link suture was attached to the needle. The device was removed and hemostasis was achieved using manual compression. During device evaluation a posterior foot break was found. There was no reported adverse pt sequelae. No add'l info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the suture was partially exposed. The link was pulled from the posterior cuff. The posterior needle tip was severely bent and the posterior cuff was not returned. The condition of the device was consistent with posterior foot being hit by the posterior needle during needle deployment. A posterior foot break was observed which directly caused the link to be pulled from the posterior cuff. No malfunction was detected. The root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.